Event description:
The device has not worked since it was implanted. The device provided no relief. The device started off doing a little bit but since has not helped. Additional information has been requested.

Manufacturer narrative:
Concomitant medical products: product ID: 37651, serial# (B)(4), product type: recharger. Product ID: 37642, serial# (B)(4), product type: programmer, patient. Product ID: 748240, serial# (B)(4), implanted: (B)(6) 2002, product type: extension. Product ID: 3387-40, lot# j0217197v, implanted: (B)(6) 2002, product type: lead. (B)(4).